Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause of the delivery issue was patient condition related. Stents in the iliac caused resistance for inserting the impella cp and caused damage to the long sheath and long dilator. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was going to be implanted with an impella cp device for mechanical circulatory support. It was reported the staff was unable to deliver the impella cp due to native anatomy and previously placed iliac stents. The medical staff attempted all troubleshooting and sheath exchanges but no success. The patient's pressure had stabilized on the levophed and the decision was made to abort impella insertion and continue to monitor patient. No harm or injury reported.